Event description:
Boston scientific became aware of an event involving an spaceoar device, through the article, a dosimetric analysis of rectal hydrogel spacer use in patients with recurrent prostate cancer undergoing salvage high-dose-rate brachytherapy written by charles t lee, et al. Per the article, the patients with prostate cancer were treated with salvage high-dose radiation brachytherapy salvage (hdr-bt) from september 2015 to november 2021. They were offered rectal hydrogel spacer (rhs) beginning on june 19. Dosimetry variables between rhs and no rhs groups were compared. This report captures the patient who had a 3 late toxicity developed an intravesicular fistula, and required diverting colostomy 4 months following his second salvage hdr-bt. It was noted that the fistulas could be cause by two factors, the first one an occult infiltration into the rectal wall, or proton beam therapy as the initial treatment, nevertheless, those are just theories. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Block a2: age at time of event: the median age of the patients receiving the hydrogel spacer was 73. Block b3: the exact date of the event is unknown. The provided event date, 06/29/2023, was chosen as the best estimate based on the year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source lee, c.t et al. A dosimetric analysis of rectal hydrogel spacer use in patients with recurrent prostate cancer undergoing salvage high-dose-rate brachytherapy. Brachytherapy (2023). Block h6: imdrf patient code e2314 captures the reportable event of fistula.